Manufacturer narrative:
.

Event description:
It was reported that oversensing was noted since implant. Egms were reviewed and a lead problem was suspected. The patient continues to be monitored via merlin.net transmissions.

Event description:
New information received notes patient presented to clinic with dizziness. The device was still oversensing lead noise and inhibiting pacing. Noise could be reproduced. The pace/sense portion of the lead was capped and replaced. Patient will be monitored.